Manufacturer narrative:
Initial reporter number was not provided. A device evaluation will not be performed because the device will not be returned for evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported that during pre-surgery, it was observed that two battery device were having charging issues (dead). There was a ten minute delay to the planned surgical procedure. Spare battery devices were available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.